Event description:
It was reported that the catheter separated during removal from the pt. A small piece of the outer coating remained indwelling. No decision has been reached on whether to remove the small piece of material. There were no reported complications.